Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: information cannot be provided due to personal data privacy legislation/policy. Section a-3a patient sex: information cannot be provided due to personal data privacy legislation/policy. Section a-3b patient gender: information cannot be provided due to personal data privacy legislation/policy. Section a-4 patient weight: information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: information cannot be provided due to personal data privacy legislation/policy. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 device decentered all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The za9003 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). During a consult appointment, it was reported the iol was subluxed/displaced, thus the iol was explanted in a secondary surgical procedure and replaced with a ar40e 11.0 iol. There were no sutures during the lens exchange procedure however, a vitrectomy was performed. The iol directions for use were followed. Patient prognosis post lens exchange was reported as fully recovered. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.